Manufacturer narrative:
Citation: dolci g, et al. Effects of left bundle branch block and pacemaker implantation on left ventricular systolic function after transcatheter aortic valve implantation. The american journal of cardiology. 2022 sep 15;179:64-69. Doi: 10.1016/j.amjcard.2022.06.014. Epub 2022 jul 15. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of left bundle branch block (lbbb) and permanent pacemaker implantation (ppi) on left ventricular systolic function after transcatheter aortic valve implantation (tavi). All data was retrospectively collected and analyzed from a single center between november 2007 and november 2017. A total of 377 patients were included in the study population (predominantly male, mean age 80 years). Patients were implanted with either a non-medtronic valve type (n = 317) or a medtronic transcatheter valve (corevalve = 24, evolut r = 36). No unique device identifier numbers were provided. Among all 377 patients, the following adverse events occurred after tavi: new-onset lbbb, need for ppi due to total atrioventricular block within 45 days of the procedure, and decreased left ventricular ejection fraction (lvef) in patients with baseline lvef >50% who developed new lbbb or required ppi. The authors also noted 6 cases in which ppi occurred after the six-month follow-up echocardiogram. No additional adverse patient effects or product performance issues were reported.